Manufacturer narrative:
The field representative had nothing further to provide and did not know of the resolution.

Manufacturer narrative:
Resolution was requested from the field representative. However, nothing further has yet been received. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a low shock impedance on this defibrillation lead. No adverse patient effects were reported.